Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 3998, lot# v012411, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) eroded. The ins was originally placed in the lower part of the patient's right back and started migrating its way to the surface so the device was revised and placed abdominally. They were able to read the writing on the ins through the skin. The patient's body rejected the implant. After the revision the patient was still experiencing issues. The ins was placed right under the patient's ribs and it was moving in the pocket. The device would sometimes get stuck under their rib and the patient would physically have to move it out from under their ribs at times. The patient wanted their device placed lower in their abdomen. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: complex reg pain syndrome type I